Event description:
Caller reported an occlusion alarm, unable to verify alarm number in pump history, with multiple previous occlusion events reported. Reportedly, the customer was using fiasp insulin with the pump. Additionally, the customer was not properly removing residual air from the cartridge and was using cold insulin in the cartridge. The customer was educated on the proper load techniques. The customer's blood glucose level reached 441 mg/dl due to the issue, significantly exceeding normal range. Customer administered a correction injection via multiple daily injections (mdi) and resolved the issue by changing the infusion set and cartridge, resuming insulin delivery.